Manufacturer narrative:
(B)(4).

Event description:
It was reported the battery needed nearly yearly replacement. The current device settings were not "very high," and the battery depleted after about 2 years. The health care professional did not want to give any info about the battery depletion. There was not pt injury or death.